Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('pre-term labor') and congenital anomaly ('birth defects') in an infant whose mother had inserted essure (batch no. A50513) during pregnancy. Other product or product use issues identified: fetal exposure during pregnancy "fetal exposure during pregnancy". The mother's medical history included bacterial infection due to streptococcus, group b. The infant's mother was exposed to essure during the first, second and third trimesters. The vaginal delivery occurred on (B)(6) 2015. On (B)(6) 2013, the mother had essure inserted. On 28-aug-2015, the infant was diagnosed with premature baby (seriousness criterion medically significant). On an unknown date, the infant was diagnosed with congenital anomaly (seriousness criterion congenital anomaly). At the time of the report, the premature baby and congenital anomaly outcome was unknown. The reporter considered congenital anomaly and premature baby to be related to essure. The reporter commented: mother case number: (B)(4). From (B)(6) 2015: maternal labs negative except gbs+. Mother is breast and formula feeding. Discharge home with mother. Routine newborn care. Gbs+ mother treated x 2 with ampicillin prior to del. Infant followed clinically >42 hours and well appearing on day of discharge. Lot number: a50513 manufacturing date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('pre-term labor') and congenital anomaly ('birth defects') in an infant whose mother had inserted essure (batch no. A 50513) during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". The mother's medical history included bacterial infection due to streptococcus, group b. The infant's mother was exposed to essure during the first, second and third trimesters. The vaginal delivery occurred on (B)(6) 2015. On (B)(6) 2013, the mother had essure inserted. On (B)(6) 2015, the infant was diagnosed with premature baby (seriousness criterion medically significant). On an unknown date, the infant was diagnosed with congenital anomaly (seriousness criterion congenital anomaly). At the time of the report, the premature baby and congenital anomaly outcome was unknown. The reporter considered congenital anomaly and premature baby to be related to essure. The reporter commented: mother case number: (B)(4). From b)(6) 2015: maternal labs negative except gbs+. Mother is breast and formula feeding. Discharge home with mother. Routine newborn care. Gbs+ mother treated x 2 with ampicillin prior to del. Infant followed clinically >42 hours and well appearing on day of discharge. Lot number: a50513 manufacturing date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event "foetal exposure during pregnancy" was added in the case. The event 'premature baby' has been corrected to serious incident. The event "asymptomatic newborn with confirmed group b streptococcus carriage in mother" was deleted and added as parent's medical history. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.